Manufacturer narrative:
(B)(4). Concomitant medical devices: unk m2a-magnum cup, unknown taper adapter. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision approximately 12 years post initial surgery due to pain and metallosis. During the surgery, surgeon observed typical metal-metal disease look in fluid that was discovered when a large bursa was incised and it was also noted that there was severe abductor avulsion and necrosis involvement with pseudotumor infiltration. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient underwent a revision approximately 12 years post initial surgery due to pain and metallosis. During the surgery, surgeon observed typical metal-metal disease look in fluid that was discovered when a large bursa was incised and it was also noted that there was severe abductor avulsion and necrosis involvement with pseudotumor infiltration. Head and cup were revised. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: 15-105052, m2a 1 pc shell 38mmx52mm, 761390; x11-180314, bi-metric/x por nc lat 14x150, 744210. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2018-09431.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of revision op notes. Revision op notes dated were provided and identified patient was revised due to failed tha secondary to metal - metal disease with pain and elevated ions. There was a large bursa full of fluid. When this was incised, it was under pressure and approximately 40-50 ml of milky fluid expressed. Typical metal-metal disease look. There was noted to be severe abductor avulsion and necrosis involvement with pseudotumor infiltration. There were moderate corrosion changes about the head and neck junction. There was significant bone loss around the acetabulum. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.